Event description:
Inflammatory reaction [inflammation]; painful to walk [pain]; difficulty getting around [mobility decreased]; may have hit a small blood vessel [drug administration error]; fluid build up of the injected knee [joint effusion]; right knee swollen [joint swelling]; right knee painful [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male patient, initials (B)(6) . The patient had a history of osteoarthritis. The patient received injections of synvisc in his right knee on (B)(6) 2009. Within 4 days after the third synvisc injection the patient experienced fluid build-up of the injected knee. It became painful to walk, so the patient went to see the physician. The physician drained off about 70cc of fluid from the right knee. The physician told the patient he did not think the fluid looked infected and did not culture the fluid. The patient's right knee was no longer swollen or painful. As of the date of receipt of this report, the patient had recovered. Additional information was received from the physician on (B)(6) 2009. The patient received synvisc from lot v0802. The patient experienced fluid build-up of the injected knee, right knee pain, right knee swelling and pain when walking on (B)(6) 2009 and saw his physician on the same date. The tense swelling in the knee limited the patient's activity and he had difficulty getting around. The patient had no fever, chills, redness or erythema. Upon exam it was noted that there was no increase in local temperature and the patient had good motion limited only by swelling. The physician noted that the patient most likely had an inflammatory reaction to synvisc. The physician was not concerned about infection but did think it was possible that he may have hit a small blood vessel with the injection and this could be blood. The physician aspirated 60cc of yellow fluid that appeared to be inflammatory. There was no evidence of purulence. The physician called in a medrol dosepak for the patient. The physician reported that the patient had recovered from the events of painful to walk, fluid build-up in the injected knee, right knee pain and right knee swelling. Additional information was received in the form of a qa investigation summary on (B)(4) 2009. The production and quality control documentation for lot# v0802, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# v0802, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.